Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced an unspecified malfunction which occurred 1 day after the sensor had been inserted in the arm. The spouse reported that the patient switched from the g6 to the g7 system on (B)(6) 2025, while using an omnipod insulin pump. Everything seemed to be going well until the morning of (B)(6) 2025. The spouse woke up and found the patient unconscious and the continuous glucose monitor (cgm) reading was 40 mg/dl, and she was unable to wake him as he was experiencing hypoglycemia and was unconscious. She treated the patient with 15 grams of glucose gel, but the patient remained unconscious. The spouse called an ambulance, which arrived in 2 minutes. The spouse was unable to provide the information about the treatment that was administered to the patient. Once they arrived at the hospital, the medical team performed a CT scan and a urine test. The patient was admitted for a total of two nights. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
At the time of the report, the patient was in stable condition.